Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot number 0229905575 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and a very small amount of foreign material was seen attached to the tip of the lattice of the catheter. The shorts and mapping test were performed on the catheter with passing results. A multimeter and breakout fixture were used to check for shorts to the metal braid, but none were found. In conclusion, the reported "material in catheter tip" was confirmed through during visual inspection testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files with four photos and log files were returned and analyzed. Analysis of the returned images showed that there was a high impedance present during the case. All mini electrodes were red in the returned image indicating the high impedance was seen by all electrodes. Log files returned from the field were unable to be opened and analyzed properly. The case log file was corrupted and would not allow for any analysis to take place. In conclusion, the reported "material trapped in tip" issue was not observed through data analysis. The reported "inaccurate impedance" and "mini feedback issue" were observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the patient and a "tissue substance or biofilm" was observed on the catheter. Additionally, there was a mini electrode impedance stuck at d4 and was showing constant contact. The case was completed with pulsed field ablation and radiofrequency. No patient complications have been reported as a result of this event.